Event description:
It was reported that the inflatable penile prosthesis (ipp) pump bulb was hard to squeeze and was not working. A revision surgery was performed in which the pump was removed and replaced. During the procedure, it was noticed that the pump worked outside of the patient body. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned pump underwent a thorough analysis. The component was visually examined and microscopically tested; no leaks were observed. The pump was functionally tested, and it failed the activation test. Based on the information available and analysis results, the activation issue identified in the component could have caused or contributed to the reported clinical observation of mechanical issues.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the pump was not working, as the bulb was hard to squeeze. Only the pump was removed and replaced, and it was noticed that when the pump was explanted, it worked outside of the body. The device was not working after implanted and tissue grew around it. No patient complications were reported.